Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding initial reporter email, but further information was unable to be obtained.

Event description:
It was reported that the patient, implanted with this implantable cardioverter defibrillator (ICD) system and non boston scientific leads, had endocarditis with vegetation on the leads. It was noted that the vegetation was worse on the right atrial (ra) lead. Atrial sensitivity was adjusted to 0.15 mv and atrial output was adjusted to 3.5v due to atrial capture concerns. Additionally, the patient reportedly felt better after reprogramming. Another physician was being consulted for lead extraction. This ICD system remains in service at this time. No additional adverse patient effects were reported. Additional information received reported that the patient was on antibiotics. It was also noted that the patient had cancer, and may not not qualify for surgery at this time. This ICD system remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and initial reporter contact details. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient, implanted with this implantable cardioverter defibrillator (ICD) system and non boston scientific leads, had endocarditis with vegetation on the leads. It was noted that the vegetation was worse on the right atrial (ra) lead. Atrial sensitivity was adjusted to 0.15 mv and atrial output was adjusted to 3.5v due to atrial capture concerns. Additionally, the patient reportedly felt better after reprogramming. Another physician was being consulted for lead extraction. This ICD system remains in service at this time. No additional adverse patient effects were reported.